Event description:
The needle tail broken in electric drill .

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation summary: the reported event that self drilling half pin apex had a breakage during surgery could not be confirmed since the device was not returned for evaluation. Based on investigation and available information, it is not possible to determine the exact root cause of the event. However, manufacturing documents, material certificate and literature documents have been reviewed and it is unlikely that the event could be product related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
The needle tail broken in electric drill .